Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that his blood glucose was out of range and he did not know how to set it. The customer stated that his stomach was upset. The customer treated the high blood glucose readings with syringes. The customer will contact his health care provider regarding his high blood glucose readings. The customer was unable to troubleshoot because he did not feel good.